Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, the stapler could not fit the trocar. New trocar was used and worked as expected. Patient was fine. There was no damage to the trocar. None of the components fell into the cavity of the patient.